Event description:
Motor vehicle accident, pt with "flail chest." Chest tube connected to device. Device's water container level not filled to level specified in instructions. User error. Only filled to 5cm/rather than 20cm. Pt experienced crepitus and required intubation.